Event description:
Medtronic legal received, information from the attorney of the family on june 18, 2024. The reporter alleged, that the use of one or more medtronic mini med 600 series insulin pumps with a damaged, missing or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify, the pump identifier (serial number). And therefore, all 600 series insulin pumps in possession of the claimant, including this pump were considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number was identified, all related reports will be updated accordingly. It was stated, that there was an emergency room/emergency medical service only. Troubleshooting was not performed. It is unknown, whether the pump was used within 48 hours of the reported event. And the status of the auto mode/smartguard feature was unknown. No product return is required for unk_ngp, no product return is required for mmt-332a, no product return is required for unomedical.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.